Event description:
Event description cpi received information that at routine follow-up, this implantable cardioverter defibrillator (ICD) exhibited a message indicating a possible device malfunction had occured.